Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station internet protocol address and network settings needed to be changed to its original state. A technical support specialist (tss) ran a server downtime query prior to beginning work and confirmed there were no delays. The tss stopped the data synchronization and maintenance services and verified the internet protocol (ip) address changes. After verification, the tss disabled dynamic host configuration protocol (dhcp) and configured a static internet protocol address with a subnet mask, then restarted both services, updated the scheduled reports configuration file and successfully started the job scheduler services. The user confirmed with other facilities that scheduled reports were printing successfully. The user confirmed that test report printed successfully as well. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user informed needs to change the internet protocol address and network settings to its original state. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.